Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump is cracked around the battery compartment. Customer's blood glucose reading was 93 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.